Manufacturer narrative:
Account found the side rail handle was stuck in the up position. Account repaired the side rail to resolve the issue. No further information is available on the repair.

Event description:
Account alleged that the side rail will not latch. No patient impact.